Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a female consumer and forwarded to (B)(6) on (B)(6) 2016. On (B)(6) 2008 essure (fallopian tube occlusion insert) was placed. At that time consumer was (B)(6) years old. Consumer experienced irregular bleeding or breakthrough bleeding, pain in head, arthralgia, muscle pain, memory loss, concentration problems, hair problems, heavier menstruation, bacterial infection, high blood pressure (72 months), and bending through knees (84 months). She reported work-related problems, problems with daily tasks and relation and/or family problems. Concurrent condition includes nickel allergy. She contacted a doctor and received food supplements, acupuncture and orthomolecular treatment. She used unspecified medication. Essure was removed on (B)(6) 2015. Two fallopian tubes were removed together with essure. Treatment also included contraceptive injection and mirena iud, with no solution. Consumer has recovered. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted at age of (B)(6). According to her, while on essure, she experienced heavier menstruation, irregular bleeding or breakthrough bleeding. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since essure removal was required. Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow up information received on 30-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: menometrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted at age of (B)(6). According to her, while on essure, she experienced heavier menstruation, irregular bleeding or breakthrough bleeding. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since essure removal was required. Other nonserious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected from consumer.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.